Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01962. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a bleed using pod packing coils (podj). During the procedure, the physician successfully deployed and detached two ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a podj through the lantern, the physician experienced some friction and the podj pusher assembly would not pass its introducer sheath. The physician then made another attempt and was able to pass the friction area and continued to deploy the podj into the target vessel. The podj introducer was then removed and the podj was completed advanced into the target vessel. After that, the physician detached the podj using a ruby coil detachment handle (handle) and was pulling back the podj pusher assembly; however, the physician felt a bit of friction. Therefore, the physician stepped onto fluoroscopy and noticed that the podj was not detached and was pulled back into the lantern. Therefore, the physician pulled on the pull wire, and the podj was detached in the lantern. The podj pusher assembly was then removed and the embolization coil was left in the lantern. The physician then used a wire to successfully push the podj into the aneurysm. The procedure was completed using a ventricular pacing. There was no report of an adverse effect to the patient.